Event description:
While speaking with technical support, pt obtained a blood glucose result of 52 mg/dl, using the suspect device. Pt indicated that he was not feeling well, and stated he might "pass out." Technical support noted that the phone line went dead, and shortly thereafter, pt picked up the phone, indicating that he had just lost consciousness. Pt stated "nobody cares," and disconnected the line. Technical support contacted pt, and advised him to seek medical attention, after which pt again disconnected. Technical support contacted emergency medical services, on pt's behalf. Technical support later contacted emergency medical services, to learn of pt's prognosis, and was advised that it was a "false alarm" - nobody was home. Technical support attempted to contact pt; however, on each attempt, pt disconnected the call. No product will be returned for evaluation.